Manufacturer narrative:
The facility reported using a medivators disposable double ended channel/valve cleaning brush during the manually cleaning process on a pentax egd endoscope. During the next procedure, it was discovered that one end of the brush with the larger brush diameter had broken off the channel cleaning device and got stuck in the suction channel. The product IFU states that the mechanical attachment of the brushes to the plastic sheath of can not be guaranteed to be reliable. Thus, it is the handlers responsibility to ensure both brushed ends are intact after removal from brushing an endoscope channel. The facility did not follow instructions. Also note, the double ended brush is not intended to be pulled thru the endoscope. One brush end should be entered, then brushed the entire length of the endoscope, and then pulled back in the same direction. The large diameter brush is intended for brushing the valve stem openings. There were no reported patient illness or injury. This complaint will continue to be maintained within medivators complaint system.

Event description:
A facility reported that an endoscope channel brush end was reported stuck in the suction channel in a pentax egd scope and was not discovered till after the endoscope was used on a patient.